Manufacturer narrative:
Due to character limitation (e1)(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-delivery inspection cardiosave intra-aortic balloon pump (iabp) had high compressor rpm. There was no patient involvement .

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. The complaint record is cancelled as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. Hence sending downgraded MDR. Please cancel mfg report number 2249723-2025-0001741 in your database."